Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a yellow brown discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor and connector was detached from the device. Root cause description. The root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off manufacturer reference: (B)(4).

Event description:
It was reported a sleep device has broken parts.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. Manufacturer internal reference number: comp: (B)(4).